Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, the suspected cause of the bg level was a manual injection, first time use of tandem pump, and the customer not consuming food. Bg was addressed with a glucose tablet and food. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.